Event description:
Customer's daughter reported a button error on her mother's insulin pump. She said the buttons are sticking and are difficult to push. The buttons are not working, so customer could not bolus. Customer's last blood glucose was 251 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.